Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2093-605j-(B)(4): the glass cap exhibits severe devitrification; the fiber is broken and detached at 35cm from control knob, between the distal tip and control knob; the fiber was tested with hene laser fixture, aim beam is present at location of the break; the fiber is bent, burnt, and signs of melting at the location of break; the glass cap is fractured, detached, and returned in 5 pieces; the heat shrink tubing open end wall integrity is compromised, detached at 34cm from control knob, and exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator; detached heat shrink tubing returned in 2 pieces, one is 4mm and other is 4cm; a 7cm portion of fiber from detached heat shrink tube returned; the fiber appears blackened on each broken piece, and at the location of break. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation and excessive bending.. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 320,150 joules while using the surgical fiber at 120 w during a pvp procedure, the glass tip of the fiber was broken off inside the patient. All broken pieces were removed from the patient using forceps; no piece was left inside the patient. The fiber was replaced and the procedure completed using a second surgical fiber. No patient consequences occurred. Currently the patient is in a stable condition.